Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered an incorrect volume to a patient in the 8th floor intensive care unit. There was a 3% na (sodium) infusion given to the patient (unknown volume to be infused) and 100ml volume left in the bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.